Manufacturer narrative:
E1 reporter phone number: (B)(6). Date of event is estimated. A system displaying ¿low battery warning¿ message was reported to abbott. The ipg was explanted and replaced. Therapy was restored. The results of the investigation are inconclusive as the product was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported the patient¿s ipg had reached its end of service. Surgical intervention took place where in the ipg was explanted and replaced to address the issue. Stimulation was restored.